Event description:
Pt had implant retained denture - recently developed mobility - implant removed.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.